Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a possible lead conductor fracture. During subsequent surgical intervention, x-ray imaging confirmed the fracture. The physician elected to implant another boston scientific lead and surgically abandoned the existing product. No adverse patient effects were reported as a result of the lead fracture or during the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.